Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure decreasing alarm occurred during a routine hemodialysis treatment. The operator observed blood dripping from the heparin line extension, which had not been checked by the operator prior to starting treatment. An estimated blood loss of 50cc was reported. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to a loose connection, which had not been checked by the operator prior to starting treatment. The user's guide states that the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections, caps and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak cannot be resolved. The alarm was most likely attributed to insufficient heparin dosing as a result of the loose connection. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.